Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned guide showed signs of repeated use and the headless trocar drill pin was seized in one of the guide holes while the other guide hole was found to have scratches and burrs. The pin was identified to have signs of repeated use and the hex feature had fractured off. Dimensional analysis of the products determined that it was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. Per the instructions for use, reuse of a single use device that has come into contact with blood, bone, tissue or other bodily fluids may lead to patient or user injury. Risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices: nexgen headless trocar drill pin 3.2mm diameter 75mm length, catalog #: 00590102000, lot #: ni. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-00103.

Event description:
It is reported that the drill pin became jammed within the cutting guide during knee arthroplasty. The disposable pin had reportedly been used multiple times prior to this incident. No adverse events were reported as a result of this malfunction.